Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1726101, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a hematoma appeared right after the mynxgrip vascular closure device (vcd) procedure.

Manufacturer narrative:
Complaint conclusion: it was reported that a hematoma appeared right after the mynxgrip vascular closure device (vcd) procedure. The product was stored according to the instructions for use (IFU). The vcd was being used for an interventional peripheral procedure. The puncture site was below the bifurcation. The hematoma was resolved with manual compression. Other patient and procedural information were requested but is currently unknown at this time. The product was not returned for analysis. Review of lot f1726101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a hematoma appeared right after the mynxgrip vascular closure device (vcd) procedure. The vcd was being used for an interventional peripheral procedure. The puncture site was located below the bifurcation. The hematoma was resolved with manual compression.